Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Additionally, the patient recently had a medical procedure performed and it was noted in the interrogation report that the beeper is disabled. A save to disk was performed and analysis the confirmed there was extended telemetry that took place prior to the patient's procedure which resulted in the bd error. Charge time was normal in response to the bd error. The device did not declare elective replacement indicator (eri). The patient was sent to the emergency room (ER) while waiting for analysis results in anticipation of a generator change out. However, technical services explained that the device will recover. It was noted that the physician will have the patient return to the clinic for an interrogation and they will confirm battery recovery. Engineering analysis confirmed the battery status is at 13 percent and the device has therapy available. At this time, the device remains in service. No adverse patient effects were reported.